Event description:
It was reported that the patient¿s original device was removed on (B)(6) 2014 because the stitches got infected and had quite a bit of drainage to it so the device was removed. The healthcare provider (hcp) further reported that on (B)(6) a stitch granuloma was diagnosed. The signs and symptoms of the infection the patient experienced were redness, swelling, and drainage. The primary location of the infection was the device pocket. It was unknown if a culture was obtained or what type of organism was cultured. Oral antibiotics were administered and a total device system explant was performed to treat the infection; the infection resolved. It was unknown what risk factors applied to the status of the patient before implantation of the device. It was noted the perioperative antibiotics were administered. The patient did not have meningitis. The patient further noted that the received assistance from their doctor or manufacturer¿s representative (rep) on (B)(6) and their concerns were resolved.

Manufacturer narrative:
Concomitant product : product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).